Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 needed to be recovered but was not showing up under the "recover storage space" option. Customer stated that station had been shut down and rebooted, but this did not resolve the problem. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the tower door 4 need to be recovered but not shown up under recovered storage space. A field service engineer (fse) contacted the customer to confirm the reported issue. The customer stated that tower door 4 had failed, but no recovery option was displayed for the storage space. The fse guided the customer through clearing the ghost pocket by unlocking the tower latches to release the emergency lever and explained that releasing the doors would cause all doors to fail. The customer was then instructed to recover each door individually through the application, which resolved the issue successfully. The system functioned as intended after the field service engineer investigated the device.